Manufacturer narrative:
Further cardiac surgery (unrelated to event) will be performed, but at this time, there is no mp in place. Manufacturer control no. (B)(4). Follow-up report will be filed when evaluation complete.

Event description:
It was reported that prior to insertion, catheter was pretested and found functional. Upon withdrawal of catheter, balloon material was not present. Four (4) fr sheath was aspirated but balloon material was not obtained. Sheath was exchanged over a wire for a new 4 fr sheath. There was no evidence of balloon material in first sheath. X-ray was performed to visually locate supposed retained piece; however, nothing was seen. Pt was seen by cardiologist and child was noted to be asymptomatic of any complications related to event.